Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level has not been stable. The customer has experienced high and low blood glucose. The customer has treated with the insulin pump and shot when it too high. Customer went to the doctor and they found that the information on the device did not match the carelink report. Blood glucose in the morning was over 300 mg/dl and current reading was 145 mg/dl. Most recent high blood glucose issues started on (B)(6) 2015. The drive support cap is recessed. The tubing had no air bubbles and insulin did exit the tubing with manual prime. Time and date were correct. Customer declined to check the basal rates and bolus wizard settings. She stated she has had several no delivery alarms resolved by a set change. She also reported experiencing low blood glucose since (B)(6). Blood glucose was 46 mg/dl. Device was not exposed to a magnetic field and was it passed the displacement test. Customer was advised the insulin pump is working as designed.